Manufacturer narrative:
The product has not been returned for evaluation. Should new information become available a supplemental report will be submitted.

Event description:
Received info stating customer has been experiencing multiple occlusion alarms. Reportedly, customer changed out cartridge and repeated the fill tubing process without the tubing attached and was able to see drops of insulin.